Event description:
On 22nov2022 the nalu quality department responsible for MDR reporting became aware of an explant procedure that was performed on (B)(6) 2022. After the initial implant, the device migrated causing connectivity and therapy disruption. A revision was planned to move the ipg to a more optimal location for the patient's anatomy. During the planned procedure on (B)(6) 2022, the physician inadvertently pulled the implanted leads and ipg completely out of the patient. In order to re-implant the patient needed to be awake to provide consent. Due to time constraints, the procedure was concluded with the system being fully explanted. A re-implant was subsequently performed on (B)(6) 2022 with no reports of complications.